Event description:
On (B)(6) 2019, pt underwent right total mastectomy and reconstruction with 15fr jp drain placement. On unk date, f/u visit, the drain was removed. When the drain was removed, the white tip broke off, requiring incision opening to retrieve the tip of the drain. FDA safety report ID# (B)(4).